Event description:
Low battery alam was sounding. The pump was explanted due to battery failure, replaced, and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.